Event description:
A malfunction alarm labeled as malf 24 was reported for a pump with serial number (B)(6). There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was provided with replacement instructions, including how to store the pump before its return. Technical support confirmed the shipping details for the replacement and advised the customer on steps for setup upon receiving the new pump. A replacement pump was sent, and the customer was instructed to use multiple daily injections (mdi) as backup therapy to ensure continuous insulin delivery.